Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) indicating a temporary loss of power. No failure modes were observed with the sensor plug upon visual inspection. The sensor was further investigated and de-cased and no issues were observed upon visual inspection on the pcba (printed circuit board assembly). Battery voltage measured and was found to be within specification. An extended investigation was also performed. A sim-vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and it passed, indicating the electronics are functioning as intended. Therefore, the issue is confirmed due to the observed brownout rest. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message after 9 days of wearing the adc freestyle libre 2 sensor and being unable to obtain readings. As a result, customer experienced symptoms described as sweating, shaking, dizziness, difficulty speaking, faintness, tachycardia, and a seizure and loss of consciousness. Customer was unable to self-treat and had contact with an hcp who provided glucagon as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message after 9 days of wearing the adc freestyle libre 2 sensor and being unable to obtain readings. As a result, customer experienced symptoms described as sweating, shaking, dizziness, difficulty speaking, faintness, tachycardia, and a seizure and loss of consciousness. Customer was unable to self-treat and had contact with an hcp who provided glucagon as treatment. There was no report of death or permanent impairment associated with this event.